Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d2b (dqy;lit). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas pta balloon catheter. During the procedure, the balloon was ruptured at 8 atm. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas pta balloon catheter. During the procedure, the balloon was allegedly pinhole ruptured at 8 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter was returned for evaluation. No anomalies were noted to the luers, bifurcate or glue fillets. An in-house presto inflation device was used to inflate the balloon to nominal pressure but no water was noted to be leaking. Then the balloon was inflated to rated burst pressure and water was noted leaking from the balloon near the middle. The balloon fibers were then stripped and under microscopic examination, a pinhole rupture was noted to the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as a pinhole rupture was noted to the balloon. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), b5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.